Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was revised nine days after initial implant due to loss of capture. A boston scientific field representative reported the lead's sensing and impedance measurements were good, but there was no capture. A boston scientific technical services consultant (ts) discussed the likelihood of microdislodgement. The lead was successfully revised with no adverse effects beyond the revision procedure.

Event description:
One week after the lead revision, this lead was associated with a high out-of-range shock impedance measurement. A surgical procedure was performed to investigate the lead and lead/device connection; the physician was able to pull the lead's distal terminal pin from the device header port. The pin was re-connected, and subsequent measurements were normal. There were no adverse patient effects.